Manufacturer narrative:
(B)(4). After battery installation, the unit received with blank display. Unable to perform the displacement, sleep current measurement, active current measurement and self-tests due to blank display. Pump was cut open to perform visual inspection and found heavy moisture damage on the pcba1/pcba2/motor/vibrator/battery connector/force sensor/keypad assembly during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail. Blank display due to moisture damage electronic assembly confirmed.

Event description:
Information received by medtronic stated that the insulin pump was exposed to moisture. No harm was required during medical intervention. The device was returned for analysis.